Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a liver segmentectomy, the device had been used for 20 minutes and then a red light was observed on the system. There was no injury to the patient. The device was returned for evaluation and initial inspection discovered that the active blade had detached from the device.

Manufacturer narrative:
(B)(4). One used sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The tip had broken off but was returned with the device. The broken tip was loose in the package and may have broken off during shipping prior to the device arriving for evaluation. The customer reported that the device stopped working. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. The device had intermittent activations and then stopped working. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors.